Event description:
New information received that the pacemaker was explanted and replaced with a new pacemaker on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of device in backup mode was not confirmed. The device was received with normal output and telemetry communication. Final analysis of the device image indicated the device¿s firmware has been reloaded in the field. Electrical and mechanical tests were performed, including cold temperature soaking and output verification did not identify any functional issues. Longevity assessment found the device was operating near beginning-of-life voltage level, with appropriate remaining longevity.

Event description:
New information received that the pacemaker was explanted and returned for analysis.

Event description:
It was reported that patient's pacemaker was found in back up mode. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.